Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer was removing the air from the cartridge with an empty syringe. Tandem clinical support informed customer that removing the air from the cartridge with an empty syringe, is off label per the tandem user guide. Customer¿s blood glucose level was 145 mg/dl.

Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.